Manufacturer narrative:
The device was not available; therefore, product evaluation on the actual device cannot be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, the shipment history was reviewed. The device was shipped to the customer on january 4th of 2018. The IFU (ous) states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. Based on the information received, the root cause of the reported event cannot be determined. (B)(4).

Event description:
It was reported that the patient underwent uneventful implantation of two (2) stents from a trabecular micro-bypass system on (B)(6) 2018. Four (4) days post implantation, it was discovered that the expiration date for the implanted stents was listed as 2.5 months prior to implantation date. The stents remain implanted. There has been no report of impact to the patient. Following counsel with the medical monitor, the surgeon is expected to continually assess impact to the patient and indicated that frequent monitoring may be required. Additional information is being requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. According to the surgeon, there has been no known complication with the patient. No additional information was provided.